Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose was elevated greater than 250 mg/dl with ketones. Customer delivered a bolus, administered manual injection, and changed the infusion site to address the issue. System check with tandem technical support was performed and no issues were found. Recommendation was made for customer to consult with health care provider regarding diabetes management. Customer declined further follow up.